Event description:
Routine complaint investigation identifies a false low reading allegedly being obtained. This result under certain conditions, for certain patients, could result in adverse effects to the user of the system. No injuries were reported in the field.